Event description:
Description of event according to initial reporter: on the top of the filter, where the hook is, the hook on the filter straightened up while the physician was trying to retrieve. The physician was able to use other measures to remove the filter successfully. The physician maintained significant tension on the device during attempted removal. The indwell time of the filter was indeed less than one year. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. This event received (B)(6) 2023 was first accessed as not reportable due to the low severity for the patient, however investigation have identified that similar incidents have lead to serious injury and is therefore as of 06nov2023 considered reportable. G4) PMA/510(k) k211875. Summary of investigational findings: due to ¿significant tension¿ the filter hook straightened during retrieval, but the filter was successfully removed with no reported harm to the patient. Originally the complaint was logged with a celect filter, but a celect-pt filter was returned. The filter hook had straightened as reported and one primary leg was slightly out of shape. Based on the information provided the exact reason for the difficulties encountered during the filter retrieval attempt cannot be determined, but the reported ¿significant tension on the device¿ during ¿other measures to remove the filter¿ likely caused the filter hook to straighten. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4) **UDI related data quality updates only** UDI is unknown as no information on lot# have been provided. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.